Manufacturer narrative:
Model number / catalog number:sc-3400-30, serial number: (B)(4), batch / lot number: 16761018, model / catalog description:splitter 2 x 8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.